Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery not holding charge issue was verified, but the screen on quick bolus button issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the wake button was not working. Additionally, it was reported that the pump battery was depleting quickly. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.